Event description:
On 11/18/1999, the distributor informed the MFR via a faxed report of the following: in june of 1999, the surgeon encountered problems with the device in question. The surgeon claims the catheter was bent/kinked, so surgeon did not implant the device. The device is scheduled to be returned to the MFR for analysis; however, the device has been returned to date. No further details were provided. Submitted to the FDA 12/16/1999.